Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ui400 insufflator displayed system failure, sensor deviation and the tc200 displayed menu temporarily unavailable. Spare devices were used to complete the surgery after 15 minutes delay. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00981.